Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: swelling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with two 685cc mentor memoryshape breast implants on (B)(6) 2015, suffered swelling of the breasts post-operatively. The patient went to a health care professional for the swelling and to exchange for larger implants. As a result, the patient underwent partial capsulectomy, bilateral removal of the implants and replacement on (B)(6) 2020 with the following devices: (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 9419490 sn: (B)(4) and (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 9419490 sn: (B)(4). On (B)(6) 2020, a biopsy was sent for evaluation and the pathology report confirmed bia-alcl. At this time, the reporter indicated that the alcl was diagnosed bilaterally. Follow up is in progress to obtain further information about this case and to determine which side the alcl developed in or if it truly occurred on both sides. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 22, 2020, mentor became aware that the anaplastic large-cell lymphoma that the patient experienced was on the right breast. Patient code 3264 (anaplastic large cell lymphoma) was removed to accurately capture the event. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On july 16, 2020, mentor became aware of the following additional information: prior to the mentor memoryshape¿ mh 685cc breast implants placed on (B)(6) 2015, the patient had allergan 600 cc tissue expanders (ref 133mx-14-t : sn (B)(6) (left), right sn not provided). These tissue expanders were placed on (B)(6) 2014 and explanted on (B)(6) 2015. Primarily, the surgeon suspected a hematoma to the patient¿s right breast. However during the surgery, a right breast late onset seroma was encountered. The seroma fluid was sent in for cytology evaluation. 5cc of yellow fluid was tested. The final cytologic diagnosis for the right breast fluid showed findings consistent with anaplastic large cell lymphoma (alcl) and malignant cells present. . Furthermore, the pleomorphic cells present show positive staining for cd30, mum-1, cd5, ema, tia-1 and granzyme-b. They are negative for cd68, pancytokeratin, alk-1, cd3, hmb-45, pax-5, cd20, ebv, cd7, cd2, cd8, cd4, and cd43. These findings are supportive of the diagnosis of anaplastic large cell lymphoma and thus the patient was officially diagnosed with bia-alcl on (B)(6) 2020. The right breast capsule was also sent to pathology for evaluation. However, there was no alcl capsular involvement as the results show there is no evidence of malignancy. As of july 8, 2020, the patient is alive with no evidence of alcl. Update: patient's age at the time of event was filled in per operative report. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.